Event description:
It was reported that upon interrogation, the pulse generator exhibited backup vvi operation. The device was explanted and replaced on (B)(6) 2013.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Final analysis found multiple flipped bits in the product code. After the product code was downloaded, the battery voltage had reached normal elective replacement indicator.